Event description:
It was reported that the device was found in backup vvi mode during pre-discharge follow-up. The device was restored and reverted back to backup vvi mode during threshold testing. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported reset was confirmed in the laboratory. The device went into hardware reset after two parity errors occurred. It is believed that an attempt to restart an interrupted telemetry session allowed corrupted data to cause the parity errors and the bvvi.